Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system displayed high out of range left ventricular (lv) pacing impedances. The lv pacing impedance jumped from the 800-1000 ohms range to greater than 2500 ohms. The lv lead is a competitor epicardial lead. Technical services suggested further troubleshooting to determine if capture threshold is affected. At this time, this crt-d remains in service and there were no adverse patient effects reported.